Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the damaged/defective lead body allegation based on the observation of a bend in the lead body (shocking coil area) approx. 700mm from the terminal end. Visual inspection showed shocking coils slightly stretched out at proximal end and misaligned at distal end. These are signs of placement difficultly during implant. Also, visual inspection showed that the polytetrafluoroethylene (ptfe) insulation was bunched, and conductor coils were deformed (misaligned) approx. 430 and 470 mm from terminal end. This is consistent with the lead being placed through a constricted area. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead body was bent. The physician was repositioning the lead and noticed that the shape of the lead was incorrect. The physician thought that this is likely due to packaging. A new lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead body was bent. The physician was repositioning the lead and noticed that the shape of the lead was incorrect. The physician thought that this is likely due to packaging. A new lead implanted. No adverse patient effects were reported.